Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 40 mg/dl. The customer stated that the low blood glucose levels caused a seizure. She stated that the paramedics were called to her residence to intervene. She was treated with orange juice and glucose. She stated that she was unsure how long she had experienced the low blood glucose levels. She stated that the blood glucose reading was estimated to be in the high 30 mg/dl range. No significant events leading to the paramedic visit were noted. She stated that she had lower blood glucose than normal due to not having accurate values in the insulin pump. She felt that the settings were incorrect in the insulin pump. She declined troubleshooting. She also went to the emergency room 2 days later for head injury from the seizure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-02205.